Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. A visual inspection revealed calcified body fluid covering over distal shocking coil and distal tip of lead. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. Further x-ray examinations revealed all conductors are intact. No coil fracture was observed and lead passed continuity test. Visual inspection also revealed that trilumen insulation was abraded through, however there were no conductors exposing. The abrasion was most likely caused by insulation-to-insulation contact.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 125 ohms. Boston scientific technical services (ts) recommended commanded synchronized shock. However, the patient was brought in for non-invasive programmed stimulation. The shock lead impedance decreased to less than 100 ohms but displayed open circuit message. Additional information received from field representative that the device and rv lead were explanted and the cause was undetermined. The ICD and rv lead were no long r in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.